Event description:
The patient believed she developed a urinary tract infection. Additional information has been requested.

Manufacturer narrative:
Lead model 3093-28 lot# v779498 implanted: (B)(6) 2011 explanted:; programmer model 3037 serial# (B)(4).